Event description:
It was reported that the patient presented for a procedure. It was discovered that the right ventricular (rv) lead was exhibiting high capture thresholds. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.